Event description:
As reported by the user facility (translation of user facility information by bbm sales organization (B)(6)): infused correctly - under infusion. The syringe contained strong analgesic, ultiva, during 3 surgeries with 3 different patients the same day. During the surgery, all patients are moving. The customer is also making a complaint for pump number 2 because they cannot tell which of the pumps made the patients move. When the pump arrived at the clinical engineering at the hospital, the syringe that was attached to the pump was remifentanil. The syringe was empty, but marked with 0.005 mg/ml.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual device involved in the event has been received in (B)(4) and the investigation is ongoing at this time. A follow up report will be provided after the inspection results are available.